Event description:
It was reported that the ilet pump displayed recurring alert 38 indicating consecutive stalled motor and could not be cleared, and a dry run resulted in unable to proceed. Symptoms included the user discontinuing pump therapy and administering insulin by multiple daily injections. Outcomes included interruption of intended insulin delivery and the need to replace the device. Investigation included remote troubleshooting and verification of device behavior through a dry run. Investigation of this case revealed a motor stall malfunction consistent with an internal pump mechanism failure leading to inability to proceed. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction consistent with internal component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.